Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A patient reported via manufacturer representative loss of therapy coverage. It was unknown if there were any environmental or other factors that may have contributed to the issue. An impedance check found multiple impedance issues throughout a lead. Lead revision was planned for (B)(6) 2017. The issue was reported as resolved. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome and spinal pain. Additional information was received from the manufacturer representative. It was reported that impedances were high > 10,000.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had a lead revision due to high impedances as a result of a broken lead. There were no further complications reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97791, product type: accessory. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A supplemental report will be sent once device evaluation is complete. The conclusion code and the device code (B)(4) no longer apply to the lead.

Manufacturer narrative:
Analysis of the lead (B)(4) found that all the conductors of the stimulator lead body were broken at the injex anchor site 20.9 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.